Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a power error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button and power error and the esc and act buttons does not work. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with esc, act, down arrow and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to verify power error alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to button keypad anomaly. Insulin pump passed stop current test. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.